Event description:
It was reported that the needle and suture capture had the tip broken and could not open. No case reported; therefore, there was no patient involvement. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H11: corrected information on b5. H10: the first pass suture passer device, used in treatment, was returned for evaluation. A relationship between the device and reported incident was not established. A review of manufacturing records for the reported lot number k5001y found no non-conformances or anomalies during manufacturing process related to the reported event. A complaint history review found related failures; this failure mode will be trended to assess for any necessary corrective actions. Review of the product IFU found adequate warnings and precautions to prevent damage to the device during use. Risk management documents were reviewed finding no additional risks that require to be added to the reference document. Visual evaluation shows pieces of tape over the device handle. The upper jaw is missing. No other manufacturing discrepancies observed. It was not possible to perform functional evaluation due to the device damage. Clinical evaluation was completed and concluded that since no patient injuries are being reported no further clinical/medical assessment is warranted at this time. The complaint was not verified as no broken needle and suture capture were available. Potential factors unrelated to the design or manufacture of the device that may lead to the failure reported include, but are not limited to: excessive force; tissue thickness. No containment or corrective actions are recommended at this time. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that during a shoulder arthroscopy, the tip of the needle and suture capture broke and could not open, causing the device to not catch the suture. All pieces were removed from the patient. The procedure was successfully completed without significant delay using a back-up device. No other complications were reported.